Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va0w7ga, implanted: (B)(6) 2015, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A trial reported the therapy was not working. The patient was told ¿the leads are off¿. The patient was not sure what that meant, but the patient had some reprogramming done and had tried all 4 programs. The patient reported having a return of symptoms, which included diarrhea. The patient reported they could feel their implantable neurostimulator (ins) and stated it moved. The patient noted they were meeting a manufacturer representative (rep) at the healthcare professional¿s (hcp) office on (B)(6). Additional information from the patient reported the lead broke loose, and the patient felt the lead moving. The patient is implanted for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.